Manufacturer narrative:
(B)(4). In telephone contact, the complainant informed that the information about lot number of the product was not available. The device does not have a 510 (k), but was once improperly sold in us and is being reported since there still are 2 units installed in patients.

Event description:
(B)(4) ¿ the dentist reported the non-osseointegration of the dental implant. In telephone contact, the dentist reported that he made the complaint after accumulating implants from different patients for years and, therefore, had no information about the patient, surgical technique or device batch.